Manufacturer narrative:
H3: product analysis confirmed the reported issue. Ssd card was found to be faulty and the system was unstable. H6: previously applied codes of imdrf annex b b21, annex c c21 and annex d d16 are no longer applicable. Previously applied additional code of imdf annex g g02030 is no longer applicable. H3: device analysis for product ID: nim4cpb1, serial/lot #: (B)(6) did not identify any fault. H6: code of imdrf annex c c19 and annex d d20 is applicable to product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the nim vital did not start well and fails to start on several occasions. Additionally the system was experiencing electrode check failures where it was spinning and not providing pass or fail. Procedure was completed without using of nim. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6). H3: device analysis was not completed as on date of this report. A supplemental report will be submitted once it is completed. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.